Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 41 mg/dl suspected cause was due to having a carb ration that was too high. Customer consumed carbohydrates to address bg. Customer updated the carbohydrate ratio setting to address the event.